Event description:
The customer has obtained a false negative result on one patient sample for human chorionic gonadotropin (hcg) on an immulite 2000 instrument. The false negative result was reported to the physician and was questioned as it did not align with the clinical picture of the patient. A new sample draw was obtained from the patient and retested it on the same immulite 2000 instrument and the result was positive. The sample was then diluted and tested again and the result was positive. The initial sample was then rerun on the same immulite 2000 instrument and the result was positive. This sample was also diluted and tested on the instrument and the result was positive. The results of the new sample draw and the repeat results of the initial sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to false negative hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a system check and found that the substrate was overfilled and had thus overflowed into the scrubber which caused the co2 scrubber to become damaged. In addition the tubing connected to the scrubber was kinked. The fse ran a quality control check and samples recovered within specifications. The cause of the false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.